Manufacturer narrative:
No information about reference and lot is available, so no documental review could have been performed.

Event description:
The surgeon revised the patient ceramic hip due to an error performed during primary surgery. Head size 36 used instead of head size 32. The ceramic head has been swapped successfully.